Event description:
It ws reported the physician was attempting to place the lead when a csf leak occured. The physician performed a blood patch and abandoned the procedure. It was reported the patient had a headache, but the blood patch resolved the symptom.

Manufacturer narrative:
The returned product was not analyzed as the complaint of csf leak could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.